Event description:
This lead was implanted on an unknown date and still remains implanted at this time. It was noted on august 17, 2016 that the lead was oversensing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).